Event description:
It was reported that during the implant procedure, the guidewire could not be removed from the left ventricular lead. The lead was no longer used and replaced. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).